Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed with a button error; this would be the third occurrence. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer's father stated that the way the customer carries the pump on her body could have triggered the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.